Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer lost power and a backup power was brought in. The outcome of the case was successful and there was no harm to the patient.

Manufacturer narrative:
Reported event: direct power console pack lost power (stopped spinning). Method & results: device evaluation and results: no device inspection could be completed as the device was not returned for evaluation. Device history review: not performed as the direct power console pack is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the direct power console pack lost power (stopped spinning). There has been one other similar event for the referenced catalog number (cso 3049). Trend request for this part number has been submitted (trend request #860). Conclusions: the direct power console pack is an OEM device. The failure mode could not be confirmed because the device was not returned for evaluation.. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #860 has been initiated to continue to monitor for events related to this device. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer lost power and a backup power was brought in. The outcome of the case was successful and there was no harm to the patient.